Event description:
The complainant stated that on (B)(6) 2012, a small vaginal speculum broke during a pelvic exam. The nurse practitioner inserted the speculum and when she opened the speculum, the bottom bill broke into three pieces, two pieces inside the patient and the speculum. The patient did receive a small cut. Neosporin was applied and the patient is fine. The two pieces that were removed from the patient were very pointed and sharp and were thrown away in a biohazard container. The customer did not provide a pt identifier.

Manufacturer narrative:
Welch allyn is reporting this event pursuant to FDA's two-year reporting rule based on the original report filed on (B)(4) 2010. This speculum has been returned to welch allyn and is currently under evaluation. A follow-up report will be submitted when the evaluation is complete.